Manufacturer narrative:
Image review was performed by an edwards proctor. Upon review of the procedural cine it was observed, there was heavy calcification present at the leaflets, lvot, stj and left main coronary artery. Good wire position, bav was performed with contrast injection, a contrast leak around the balloon was seen on the ncc, severe ai was seen post bav. The un-deployed valve was centered, but was not coaxial. Annular rupture seen on ncc and lcc, a pericardial pigtail drain was seen in the pericardium, and the wire appeared to be positioned between the valve and rupture on ncc. Impressions: the patient had very heavily calcified leaflets, lvot, and stj. The bav was performed well with a small amount of contrast leak around the balloon on the ncc. Severe ai was seen post bav. An un-deployed valve was centered, but not coaxial. An annular rupture was confirmed in two areas, the ncc and lcc. A pericardiocentesis was seen.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, the patient¿s severe calcification likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 23mm sapien 3 valve was deployed in a 90:10 aortic/ventricular position to prevent the valve from interfering with the patient's severely hypertrophied septum. After valve deployment, the patient has severe hypotension and tte showed cardiac tamponade. Reanimation was performed and the blood was drained from the pericardium. The patient's blood pressure returned to normal and tee showed the rupture had resolved. At the end of the procedure the patient was stable. The patient's native annulus measured 18.4 x 25.5cm2 by CT. The native annulus, native leaflets and native root were severely calcified. The patient's severe calcification was considered to be the cause for the annular rupture.